Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis, a visual and tactile examination identified multiple kinks along the length of the hypotube. A visual examination of the distal extrusion identified a break at the guidewire exit port. The distal section of the break, including the wire lumen, balloon and tip, was not returned with the device. A microscopic examination of the distal extrusion identified a break at the guidewire exit port. The extrusion exhibited signs of stretching at the break site.

Event description:
It was reported that a balloon rupture and shaft break occurred, requiring additional intervention. The patient presented with unstable angina and acute coronary syndrome. Coronary angiogram revealed non-ostial proximal occlusion of the right coronary artery. Left cardiac catherization was achieved via the seldinger technique by transcutaneous puncture of the right radial artery. A 2.00 x 15 mm non-boston scientific (bsc) balloon was advanced and inflated at 14 atmospheres resulting in a thrombolysis in myocardial infarction (timi) flow of two and revealing multi-proximal and segmental disease. A 3.00 x 32 mm synergy xd was deployed to cover the occluded area. An absence of rise in pressure of the synergy stent delivery system (sds) balloon occurred resulting in under expansion of the stent. After four inflation attempts, a "jumping" sensation was experienced and the balloon ruptured. The sds was removed and a shaft break at the hypotube junction was noticed. A 2.00 x 15 mm non-bsc balloon was advanced along a 0.35 mm guidewire and inflated in an attempt to trap the detached balloon. Removal of the device fragment was unsuccessful and fluoroscopy revealed the deployed stent and 32 mm of the balloon floating in the aorta. A 10 mm goose neck snare was introduced, but removal of the balloon was unsuccessful. Femoral access was obtained and additional fragment removal attempts with a lasso and guidezilla 2.0 were also unsuccessful. Ultimately, the procedure was not completed and the patient was hospitalized for monitoring and provided with lovenox and aspegic prescriptions.